Manufacturer narrative:
Reported event of ¿probe broke.¿ although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination confirmed that the returned device was broken at approximately 5.2 cm from the hub. The working length of the device was not bent and did not present any noticeable surface scratching. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation that an ultrasound probe was used during a percutaneous nephrolithotomy procedure on (B)(6) 2015. According to the complainant, during the procedure, the probe broke at the bottom third of the device and fell inside the patient. Grasping forceps were used to successfully retrieve the broken probe fragment and no pieces of the device were left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultrasound probe was used during a percutaneous nephrolithotomy procedure on (B)(6) 2015. According to the complainant, during the procedure, the probe broke at the bottom third of the device and fell inside the patient. Grasping forceps were used to successfully retrieve the broken probe fragment and no pieces of the device were left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient¿s condition at the conclusion of the procedure was reported to be fine.